Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the reporter will be included in a follow up submission. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire medical by the assistant district attorney of (B)(6) district attorney's office that a child passed away while connected to the lap top ventilator 1200. At this time, there are no allegations against the ventilator.